Event description:
It was reported that the balloon was missing during thrombectomy performed on a right leg acute arterial occlusion. The customer commented that resistance was felt and the catheter could not be moved forward when the catheter was inserted into the superficial femoral artery 15cm, so the catheter was removed. A second operator re-inserted the catheter about 35cm but resistance was felt when he pulled the catheter with balloon inflated. The customer attempted to deflate the balloon by pulling the balloon inflation syringe, but saline inside the balloon could not be aspirated. After several times of the catheter being pulled, there became no resistance felt and the catheter was pulled. Missing balloon was confirmed when the catheter was removed from the patient. Thrombectomy was then performed with a 3fr and a 4fr catheter, but the missing balloon could not be found in the thrombus. When the superficial femoral artery bifurcation was observed under direct vision, an ostium seemed to be linked to the inside of the vessel wall. Customer suspected that the catheter was inserted from here. Considering the peripheral vessel was palpated and the blood flow back was good, there is a possibility that the balloon remained outside the vessel or within the vessel wall. The patient was moved to hybrid operating room and the image of the superficial femoral artery was taken up to below knee, but obvious fragment of the balloon was not observed within the blood vessel.

Manufacturer narrative:
The catheter returned for evaluation is one of the catheters used in the procedure but not the complaint catheter. The damage reported here was found during evaluation, rather than from the event description. One fogarty embolectomy catheter was returned for evaluation without the packaging. No syringe was returned. The evaluation included visual examination and notation of any abnormalities such as damaged, incorrect or missing components. As received, the spring tip was extended and bent. The balloon was inflated with 0.2 cc water and 0.6 cc air and no leakage was found. No visible damage to the catheter body or hub was observed. This condition may occur when the pull force of 0.7 lbs on an inflated balloon (per IFU) has been exceeded. Note that to minimize the risk of balloon rupture or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter in IFU. Also per the product IFU, the embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). Balloon inflation test was performed using lab syringe . Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint of missing balloon was not confirmed but spring tip damage was found during the evaluation. The reporter indicated the catheter was used during thrombectomy in an attempt to retrieve the missing balloon that was part of the original complaint. Although the cause of the damage could not be determined, review of the available information suggests that procedural factors and/or characteristics of the vasculature may have contributed to the event. No actions will be taken at this time. This report is associated with report #2015691-2013-20939.